Manufacturer narrative:
Lens work order search-one similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -12.5/+1.0/055 (sphere/cylinder/axis), into the patient's eye. Reportedly, the lens was implanted and flipped upside down. The lens was explanted and tore upon removal. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5-additional information: "flipped. Tore on removal." H3-device evaluation: the lens was returned in liquid in a vial. Visual inspection found that the haptic was torn. Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaint was reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 13.2mm tmicl13.2 implantable collamer lens, -12.5/+1.0/055 (sphere/cylinder/axis) tore during delivery into the patient's left eye (os). Since this lens was a back up lens, the patient had to wait two days for an alternate lens to be implanted. The problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
B5-previously stated the lens flipped upside down. Corrected info: the lens tore during injection into the patient's left (os) eye. H6-device code corrected. Claim# (B)(4).